Event description:
(B)(4). Same case as MFR ID: 2134265-2010-04786. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented with chest pain that worsened on exertion with shortness of breath and was referred for cardiac catheterization which revealed 2 lesions. The first was an 80% stenosed and 18mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm. It was treated with direct stenting of a 3.5x20mm taxus liberte stent resulting in 9% residual stenosis. The second was a 95-99% stenosed and 14mm long lesion located in the right posterior descending coronary artery (pda) with a reference vessel diameter of 2.5mm. It was treated with direct stenting of a 2.5x16mm taxus liberte stent resulting in 9% residual stenosis. The same day post procedure, elevation of troponin levels were reported. 1 day post procedure, troponin levels had increased more and the patient was diagnosed with a myocardial infarction with a peak troponin of 1.52ng/ml. No treatment was provided. The patient's hospitalization stay was extended by one day due to the event. The event was reported to be resolved without residual effects and the patient was discharged 2 days following the index procedure on aspirin and prasugrel. It is the opinion of the physician that this event is unrelated to the taxus liberte stents.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).